Manufacturer narrative:
The field service engineer (fse) replaced a broken paddle mixer, replaced the sipper, sample, and reagent probes, and replaced a cracked pressure sensor. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system and elecsys troponin t hs stat assay results for 6 patient samples on a cobas e 411 immunoassay analyzer. For sample 1, the initial hcg result was 179.1 miu/ml. The repeat result was 349 miu/ml. For sample 2, the initial hcg result was 6.83 miu/ml. The repeat result was 8293 miu/ml. For sample 3, the initial troponin result was 147.2 pg/ml. The first repeat result was 200.5 pg/ml and the second repeat result was 172.2 pg/ml. For sample 4, the initial troponin result was 114.4 pg/ml. The first repeat result was 169.7 pg/ml and the second repeat result was 131.6 pg/ml. For sample 5, the initial troponin result was 101.9 pg/ml. The first repeat result was 140.9 pg/ml and the second repeat result was 121 pg/ml. For sample 6, the initial troponin result was 99.4 pg/ml. The first repeat result was 128.6 pg/ml and the second repeat result was 117.2 pg/ml. No questionable results were reported outside of the laboratory. The hcg reagent lot number is 628293 and the expiration date is 31-oct-2023. The troponin reagent lot number is 596381 and the expiration date is 31-mar-2023.